Manufacturer narrative:
Interventional platform quality & clinical effectiveness manager. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported numerous pcea microbore tubing sets were leaking near the proximal site. There was no patient harm. The events occurred in the sau and pacu. Although requested, no additional information about the patient, medication, or event provided.